Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to perivalvular leak.

Event description:
It was reported to bater (B)(4) that a reservoir of a 2-day infusor had ruptured during patient use at the patient's home. The device was filled with 60ml of 5-fu. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.